Event description:
It was reported to philips that the systems c arm performed an uncommanded movement. The device was in clinical use. There was no harm to user or patient reported. Philips has started an investigation of this complaint.